Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported.